Event description:
(B)(6) 2014 no injury alleged. Malfunction alleged. MDR filed.repair center alleged - low o2 / yellow light. Key failure - pilot valve is leaking.per independent repair statement low o2 or yellow light. Key failure was the pilot valve was leaking.